Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the up/down knob was out of standard value due to wear of the angulation wires, the protective coating on the bending portion of the device was scratched, the adhesive on the protective coating of the bending portion of the device was cracked, the electrical connector and ultrasonic transducer were corroded, the protector of the universal cord was scratched, the paint on the air water cylinder was peeled and the objective lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had air/water leaking from the instrument suction channel. The device was returned for evaluation. During the device evaluation, it was found there was insufficient adhesive in the screw holes of the distal end which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.